Event description:
It was reported that 216 error message was produced when using colonovideoscope during a diagnostic colonoscopy procedure and the screen blacked out when the scope was at the level of cecum. As a result, the scope was removed, and procedure restarted, that doubled the procedure and the sedation time. The procedure was completed with another scope without adverse impact to the patient. The reported problem did not affect the diagnostic or therapeutic outcome of the procedure. There was no other medical intervention/treatment undertaken because of the reported problem. No patient harm reported.